Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted noise and oversensing. Boston scientific technical services (ts) reviewed the data and indicated the noise was likely related to minute ventilation. It was also noted the lead safety switch tripped on the rv lead due to high out of range impedance measurements. Loss of capture was also identified. As a result, it was indicated a revision procedure would be performed; however, no further details were provided. No adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Subsequent information was received that noted the revision procedure was performed. During the revision, it was noted the setscrew was not fully engaged and the rv lead was not completely inserted into the header. There was also a little too much slack on the lead. The connection was corrected and the products remain implanted. No additional adverse patient effects were reported.